Manufacturer narrative:
(B)(4). Date received by manufacturer: 20jun2018. During further investigation (fi), a visual inspection of the touchscreen assembly revealed evidence of deep scratches on the screen. The touchscreen assembly was installed in an fi test ventilator. The test ventilator powered up from ac and delivered breaths. The ac led indicator activated. The touchscreen did not respond to touch commands and the touchscreen calibration failed. The two (2) deep scratches on the screen caused the touchscreen not to calibrate. Physical damage resulted in the scratches on the screen. No further testing is required.

Event description:
The customer reported that the touchscreen was not working properly and that calibration wouldn¿t correct the issue. There was no patient involvement.